Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no image was due to defective cable. A review of the device history record (DHR) found no deviations that could have caused or contributed to the defective cable. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image on the 4k camera head. There were no reports of patient harm.